Event description:
Dealer called to report that trex20rp was received with damage to the pivot links.

Manufacturer narrative:
The defective product has mixed to production line, the defective production didn't properly isolated and labelled. Request the leader of workshop perform 6s, avoid defective product mixing to production lines again. Responsible person: (B)(4), date 02/15/2015. Ask the purchasing department to inform the rm supplier, make sure the material of screw meet the requirement. Responsible person: (B)(4), date: 02/15/2015.